Event description:
It was reported that balloon failure to deflate and entrapment of device occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 32mm synergy megatron monorail was selected for use. During the procedure, the balloon was inflated for 13 atm for 20 seconds. Upon deflation for a couple minute or less, the megatron balloon would not fully deflate. An attempt to repull negative and the balloon would not retract back into the guidezilla. Then, an empty 20cc syringe was attached after detaching the indeflator and it would still not fully deflate. Furthermore, the physician reattempted to advance the balloon, and it would not separate. The device was removed in one piece with guidezilla and guide around 30 seconds after deflation. No further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A break was identified in the hypotube shaft at the strain relief. Shaft polymer extrusion profile and tip profile identified no issues. No stent returned as it was deployed without issues at the lesion site. The balloon appeared to have been subjected to positive pressure. The balloon was unfolded however there was no damage identified to the balloon material. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination noted that the shaft polymer extrusion was stretched for 6mm just distal of the port exchange. The device returned with a guidewire (outer diameter-0.014'') and it could not be removed due to the extent of the damage to the shaft polymer extrusion. The device was attached to an inflation aid and the balloon could be inflated to 16 atmospheres. The device deflated in 16 seconds. The device together with the stuck guidewire was back loaded and tracked along a test 6f guide catheter and a test guidezilla guide extension catheter with no issues.

Event description:
It was reported that balloon failure to deflate and entrapment of device occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 32mm synergy megatron monorail was selected for use. During the procedure, the balloon was inflated for 13 atm for 20 seconds. Upon deflation for a couple minute or less, the megatron balloon would not fully deflate. An attempt to repull negative and the balloon would not retract back into the guidezilla. Then, an empty 20cc syringe was attached after detaching the indeflator and it would still not fully deflate. Furthermore, the physician reattempted to advance the balloon, and it would not separate. The device was removed in one piece with guidezilla and guide around 30 seconds after deflation. No further patient complications reported.